Event description:
It was reported that a sharp drop of battery voltage was observed via remote monitoring. As there has been a capacitor maintenance, battery depletion was suspected. During the next follow up, it was noted that the device was back to normal function.